Manufacturer narrative:
The initial submission of this event was reported by the manufacturer under MFR report # 2916596-2018-01668. This report is being submitted as additional information. Approximate age of device (age of device: 2 years, 6 months, 24 days). A specific cause for the patient's infection could not conclusively be determined through this evaluation. The patient remains ongoing on and no additional events have been reported at this time. The hmii lvas IFU lists infection as an adverse event that may be associated with the use of the heartmate ii left ventricular assist system. This IFU, as well as the hmii lvas patient handbook, also provide information regarding how to prevent infection and how to care for the driveline exit site. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2015. It was reported that the patient¿s driveline culture was positive on (B)(6) 2018 for pseudomonas. Patient was started on antibiotics. The patient could not tolerate oral antibiotics and was admitted for treatment. The patient was given zosyn infusion and underwent surgical driveline exit site debridement on (B)(6) 2018. No additional information was provided.